Manufacturer narrative:
The test strips were returned and tested utilizing a reference meter with a high-level control sample. Testing results (qc range = 2.7 - 3.3 inr): qc 1: 3.1 inr. Qc 2: 3.1 inr. Qc 3: 3.0 inr.dcccdc the obtained qc values were in the allowed range of the used combination strip lot - qc lot the investigation did not identify a product problem. The cause of the event could not be determined. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
This event occurred in (B)(6). Occupation is lay user/patient. The test strips were requested to be returned for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable inr results with coaguchek xs meter serial number (B)(4), compared to an unknown laboratory method. The result from the laboratory was 2.24 inr the result from the meter was 4.0 inr within 4 hrs. The result from the meter on 01-dec-2020 was 4.5 inr. The result from the laboratory on (B)(6) 2020 was 3.27 inr. The patient's therapeutic range was 2.5-3.0 inr.